Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. They reported that about a week after they got the implant they started having excruciating pain in their side. The patient stated they thought it was because they were taking too much tylenol during their recovery, but reported they quit the tylenol completely and had had excruciating pain ever since a week after they had it implanted. The patient clarified the event date as "about a week after I started heavy medicating myself". The patient stated they took pain medication but they were adding more pain medication due to the pain. The patient reported the pain started gradually and stated they came in to see their "lady doctor" and they changed the patient over to another program and a day after the doctor did that it started getting worse and had gotten worse since then. The patient mentioned when they bent over to put their shoe on when therapy was on they felt a kind of shock and numbness. The patient stated they had been to their doctor twice about it and stated they thought maybe it was from when they fell but stated they fell two weeks before implant su rgery so they knew it did not have anything to do with that. The patient stated they had blood taken to check for liver damage and stated everything came back good and patient stated they has no liver damage. The patient denied having any x-rays taken of the internal system. The patient stated they increased stimulation. The patient also stated they turned off the implant and stated they noticed an improvement in pain immediately. The patient reported they did have a sharp pain under their rib and stated they could not walk or nothing and if they moved around at all it was so painful they were ready to call an ambulance. The patient clarified when therapy was turned off the pain did not go away completely but the pain decreased 50% and the patient stated at least they could walk now. The patient stated they had called their doctor twice and they never got back with the patient. The patient stated they had to call their doctor back and their doctor told the patient to turn therapy back on and decrease it. The patient stated they would not turn therapy back on due to the pain they were having when it was on. The agent reviewed the role of patient services and redirected t he patient to their healthcare provider to further address the issue. The issue was not resolved through troubleshooting. The agent emailed patient physician listings per the patient's request as the patient stated they were not confident in their doctor any longer. The agent noted the phone connection was poor and the agent made their best attempt to document/clarify all relevant event information. Additional information was received from a manufacturer representative (rep) on (B)(6) 2026. The rep reported that the pain was ongoing.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.